Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir. Performed pre-fill testing and inspected the reservoir o-ring and stopper grove for anomalies; found the reservoir leaks passed the second o-ring due to physical damaged found dents.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had reservoir leak. The customer's blood glucose level was 73mg/dl. The customer states the leak was past the second o-ring. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis.